Manufacturer narrative:
Results: the distal tip of the lantern delivery microcatheter (lantern) was ovalized in multiple locations. Conclusions: evaluation of the returned device revealed that the lantern was ovalized in multiple locations on the distal shaft. If the lantern was pinched or otherwise compressed during insertion into the patient anatomy, the shaft may become ovalized. The observed ovalizations likely contributed to the resistance experienced while attempting to advance the ruby coils, as described in the complaint. The ruby coil mentioned in the complaint was not returned for evaluation. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2016-01204.

Event description:
The patient was undergoing a coil embolization procedure in the hypogastric artery using ruby coils and a forty-five degree tip lantern delivery microcatheter (lantern). During the procedure, while advancing a ruby coil through the lantern, the physician encountered resistance when the coil reached about one millimeter from the tip of the lantern and was unable to advance the coil any further. Therefore, the ruby coil was re-sheathed and removed. However, while removing the ruby coil, the physician inadvertently kinked the ruby coil pusher assembly. The physician then attempted to advance a new ruby coil through the same lantern but was still unable to advance it out of the lantern. Therefore, this second ruby coil was re-sheathed and removed without an issue. The lantern was also removed and replaced with a new straight tip lantern. The physician was then able to complete the procedure by deploying and detaching the second ruby coil that was previously resheathed, as well as five additional new ruby coils using the new lantern. It should be noted that the physician did not use a rotating hemostasis valve (rhv) or maintain a continuous flush during the procedure but did flush the lantern after each coil. There was no report of an adverse effect to the patient.